Event description:
It was reported that during the generator exchange procedure, the pocket was noted to be grossly infection. The right ventricular (rv) lead was noted to have had chronically high thresholds. The cardiac resynchronization therapy defibrillator (crt-d) system was explanted and the device was sent for microbial studies. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.